Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the guidewire was moistened with saline and in the working channel when reaching the bile duct, the hydrophilic tip was damaged. The site reported that the tip of the corewire was not exposed and no part of the guidewire detached. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(4) 2013 that the distal tip of guidewire had detached, exposing the corewire and making this a reportable event.

Manufacturer narrative:
(B)(4). A visual examination revealed that the pebax section detached, exposing approximately 4.8 cm of the core wire tip. The pebax section had presence of adhesive remnants indicating that the pebax was properly attached to the core wire. No evidence of core wire fracture noted and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specification. The complaint is consistent with the return that the pebax section detached exposing the tip of the metal core wire. It is possible that unstated procedure and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found.